Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged that cough and throat irritation. There was no report of patient harm/injury. The device was returned to the manufacturer's service center for further evaluation. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on, and the airflow was confirmed. The device's downloaded logs were reviewed. There was no error found. The manufacturer concludes that they couldn¿t confirm the customer's allegation and there was no visible foam degradation and the unit has been scrapped.